Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest there was difficulty in extracting from the foley catheter and water did not fall out even if left in place only about 5ml of water could be drained. Medicon made syringe used for drainage. It was noted that the given lot# was mygy0975.

Event description:
It was reported that during pretest there was difficulty in extracting from the foley catheter and water did not fall out even if left in place only about 5ml of water could be drained. Medicon made syringe used for drainage. It was noted that the given lot# was mygy0975.

Manufacturer narrative:
The reported event is unconfirmed. Photo: received four (4) photo samples. All photo samples showcase an all silicone foley catheter with syringe and its packaging. Visual: received one (1) used all silicone foley catheter with syringe without original packaging. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under five (5) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event was unconfirmed a risk and labeling review was not required. UDI format updated with available product information per gudid.